Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the video feed from the tc304 image1 s 4u link on 4k camera stack 6 in operating theatres failed mid-procedure. The camera tower was power cycled multiple times by the surgical staff to no avail. The tc304 module was still being recognized by the tc201 ccu (active tile on the main dashboard) but the camera head was not being picked up". No negative impact in state of health reported.

Manufacturer narrative:
*Updated section d.10 the event is filed under internal karl storz complaint ID: (B)(4).